Manufacturer narrative:
Follow-up received on 21-nov-2016: (B)(4). Company causality comment: this spontaneous and medically confirmed case report refers to an adult female patient, who had an attempt to insert essure (fallopian tube occlusion insert) during placement procedure and after removing insertion tube, the implant was taken out with it and part of essure remained in the fallopian tube. Patient was scheduled to perform a laparoscopy to deal with this remaining piece. Single cases of device breakage have been reported, mainly during difficult insertions. In this case, the event occurred associated to insertion procedure. Therefore, causality with essure use cannot be excluded. This case is regarded as incident due to the fact that a surgical intervention will be required. Technical analysis and further information (breakage questionnaire) are being sought.

Manufacturer narrative:
This female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. D87030) inserted for female sterilisation. The report describes a case of device breakage ("part of essure remained in the fallopian tube"). The occurrence of additional non-serious events is detailed below. (B)(6) received. Other product or product use issues identified: product quality issue "essure was not implanted as gynecologist mentioned that like a green cover is around essure (bilateral insertion was unsuccessful)" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device deployment issue ("after inserting essure and removing insertion tube, the implant was removed with it"), complication of device removal ("part of essure remained in the fallopian tube") and complication of device insertion ("essure was not implanted as gynecologist mentioned that like a green cover is around essure (bilateral insertion was unsuccessful)"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed. On (B)(6) 2016, the device deployment issue had resolved. At the time of the report, the device breakage had resolved, the complication of device removal had not resolved and the complication of device insertion outcome was unknown. The relationship of complication of device insertion, complication of device removal, device breakage and device deployment issue to treatment with essure was not reported. The reporter commented: the other essure was not implanted as gynecologist mentioned that like a green cover is around essure (bilateral insertion was unsuccessful). She is requesting reimbursement for both essure. Physician commented that she was not the assigned person in order to perform essure insertion, as she was called in the middle of procedure as the first physician could not insert essure correctly. They deducted that a failure occurred while delivering the device which avoided it to be released. She only knows that a laparoscopic salpingectomy was performed to patient, and that she is fine. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-may-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1622 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number d87030 (production date 23-apr-2015; expiration date 28-apr-2018). (B)(4). We can't confirm the breakage for the inner coil because only we have received a section broken of tight pitch coil of the inner catheter. The rest of device was not returned for investigation. System2: visual inspection was performed and it was confirmed that all components are present. IFU steps were not initiated by physician (no initial rollback was executed) (syst2-picl), inner catheter and delivery wire bonds were cured; the micro-insert was still attached and un-deployed from the system (syst2). IFU steps were not initiated therefore a correct deployment and detachment of the micro-insert is not possible. As part of the investigation process IFU steps were completed by (B)(4) and it was confirmed that micro-insert was deployed and detached without any inconvenience (syst2). We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package for the first section received of tight pitch coil of the inner catheter. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddr.a llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 28-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: a female patient had an attempt to insert essure (fallopian tube occlusion insert) during placement procedure and after removing insertion tube, the implant was taken out with it and part of essure remained in the fallopian tube. A laparoscopic salpingectomy was performed. Single cases of device breakage have been reported, mainly during difficult insertions. In this case, the event occurred associated to insertion procedure. Therefore, causality with essure use cannot be excluded. This case is regarded as incident because surgical intervention was performed. Based on the available information a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
This female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. D87030) inserted for female sterilisation. The report describes a case of device breakage ("part of essure remained in the fallopian tube"). The occurrence of additional non-serious events is detailed below. (B)(4) received. Other product or product use issues identified: product quality issue "essure was not implanted as gynecologist mentioned that like a green cover is around essure (bilateral insertion was unsuccessful)" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device deployment issue ("after inserting essure and removing insertion tube, the implant was removed with it"), complication of device removal ("part of essure remained in the fallopian tube") and complication of device insertion ("essure was not implanted as gynecologist mentioned that like a green cover is around essure (bilateral insertion was unsuccessful)"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed. On (B)(6) 2016, the device deployment issue had resolved. At the time of the report, the device breakage had resolved, the complication of device removal had not resolved and the complication of device insertion outcome was unknown. The relationship of complication of device insertion, complication of device removal, device breakage and device deployment issue to treatment with essure was not reported. The reporter commented: the other essure was not implanted as gynecologist mentioned that like a green cover is around essure (bilateral insertion was unsuccessful). She is requesting reimbursement for both essure. Physician commented that she was not the assigned person in order to perform essure insertion, as she was called in the middle of procedure as the first physician could not insert essure correctly. They deducted that a failure occurred while delivering the device which avoided it to be released. She only knows that a laparoscopic salpingectomy was performed to patient, and that she is fine. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-may-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1627 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number d87030 (production date 23-apr-2015, expiration date 28-apr-2018). Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because the possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Based on the available information a product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, is not applicable. However, a handling error was concluded and there is a potential relationship between the reported events and the handling error. Most recent follow-up information incorporated above includes: on 17-may-2017: update of quality-safety evaluation of ptc. Company causality comment: a female patient had an attempt to insert essure (fallopian tube occlusion insert) during placement procedure and after removing insertion tube, the implant was taken out with it and part of essure remained in the fallopian tube. A laparoscopic salpingectomy was performed. Single cases of device breakage have been reported, mainly during difficult insertions. In this case, the event occurred associated to insertion procedure. Therefore, causality with essure use cannot be excluded. This case is regarded as incident because surgical intervention was performed. A product quality defect could not be confirmed but is considered plausible. However, a handling error was concluded and there is a potential relationship between the reported events and the handling error. No further information is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 30-jan-2017: this case was changed from spontaneous to study crs case. On (B)(6) 2017: laparoscopic salpingectomy was performed. Company causality comment: a female patient had an attempt to insert essure (fallopian tube occlusion insert) during placement procedure and after removing insertion tube, the implant was taken out with it and part of essure remained in the fallopian tube. A laparoscopic salpingectomy was performed. Single cases of device breakage have been reported, mainly during difficult insertions. In this case, the event occurred associated to insertion procedure. Therefore, causality with essure use cannot be excluded. This case is regarded as incident because surgical intervention was performed. Technical analysis and further information (breakage questionnaire) are being sought.

Event description:
This is a spontaneous case report received from a physician in (B)(4) on (B)(6) 2016 which refers to a female patient of unspecified age who had an attempt to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, lot number d87030 (expiration date 28-apr-2018). During the insertion procedure, after inserting essure and removing insertion tube, the implant was taken out with it and part of essure remained in the fallopian tube. Patient was scheduled in order to perform a laparoscopy as part of essure remained in the fallopian tube. The other essure was not implanted as gynecologist mentioned that like a green cover is around essure (bilateral insertion was unsuccessful). She is requesting reimbursement for both essure. Company causality comment: this spontaneous and medically confirmed case report refers to an adult female patient, who had an attempt to insert essure (fallopian tube occlusion insert) during placement procedure and after removing insertion tube, the implant was taken out with it and part of essure remained in the fallopian tube. Patient was scheduled to perform a laparoscopy to deal with this remaining piece. Single cases of device breakage have been reported, mainly during difficult insertions. In this case, the event occurred associated to insertion procedure. Therefore, causality with essure use cannot be excluded. This case is regarded as incident due to the fact that a surgical intervention will be required. Technical analysis and further information (breakage questionnaire) are being sought.